Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery. During the procedure, the omni elite 35 6.0 mm x 39 mm vascular balloon-expandable stent system released spontaneously from the system in the left iliac artery. A 3 mm x 4 mm balloon was used to correctly place the stent close to its desired location. No additional information was provided.

Manufacturer narrative:
Device codes: 2923 not labeled. Internal file number - (B)(4). Correction : subsequent to the previously filed medwatch report, lot number changed from 7120141 to 8022241. Correction: date of event (B)(6) 2018. Correction: patient code 2687 removed. Device code 1484 removed. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabel lot that would have contributed to this event. Based on the review of similar incidents, there is no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the lesion was in the right distal iliac artery. While puncture was done from the left (cross over technique), the stent was introduced to the stenosis in right side but it could not be deployed. The decision was made to do balloon dilation before. While withdrawing the stent from the artery, the stent was released from the system without balloon inflation in the left iliac artery. The guide wire was still inside. An attempt was made to push it over the wire to the right side using the catheter and balloon. This was successful and it was placed in the desired location. Then, using a 1.2mm then 3 and 6 mm balloon, gradually the stent was expanded. Finally, the outcome was satisfactory. There was no complication after the procedure. The procedure time was longer as there was a delay of one hour; as more balloons and instruments were used, however, the delay did not cause any complications. No additional information was provided.